Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus key med (okm). Okm sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the device tested positive for unspecified microbes (>100cfu/100ml). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for gram negative, oxidase positive rods, and presumptive pseudomonas (>100cfu / ml) . The device had been reprocessed with a non-olympus automated endoscope reprocessor, applean a+b(getinge). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing after reprocessing, no microbe was detected from the sample collected from the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.